Event description:
The customer reported that the device would not consistently show that pads were connected to the pt. The customer stated that the pt's outcome was not affected by device behavior.

Manufacturer narrative:
(B)(4). The customer reported that the device would not consistently show that pads were connected to the pt. The customer stated that the pt's outcome was not affected by device behavior. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.